Manufacturer narrative:
A correction to additional manufacturer narrative where it reads "effect could be detected.", should instead be "no defect could be detected."

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The video from the clinic shows bumps in the membrane that can be seen through the air chamber. Presumably, the reported graphite particles directly on the membrane' referred to these irregularities. At the first visual examination of the returned blood pump no abnormalities could be detected. The blood pump was then tested for functional performance and met its required performance specification. For further investigation, the pump was submitted for an external CT examination. Particles were visible between the membranes. All three membrane layers did not appear to have any defects. The pump was then disassembled for further testing and the membrane layers were individually inspected. Graphite agglomerates were found between the membranes. All three layers of the membrane were confirmed to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. Efect could be detected. The cause of the optical abnormality is most likely due the graphite particles formed by abrasion between the membranes. The resulting graphite agglomerates led to the appearance of bumps between the membrane layers.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (25 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A report will be submitted upon analysis of the returned pump. This particular model is not available in the USA, however a similar device is available, therefore, we are reporting under the MDR regulations.

Event description:
We were informed by the clinic that graphite was visible in the air chamber of a patient supported in the lvad configuration. A video was sent to berlin heart ca personnel for review. Upon evaluation of the video, berlin heart ca recommended an elective exchange of the affected blood pump. The blood pump was exchanged by trained personnel at the clinic on (B)(6) 2018. The exchange was performed without complications and the patient is doing well.